Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the issue stemmed from an intermittent hardware failure in the bio ID unit and possible power supply instability or usb port issues on the original unit. A field service engineer (fse) rebooted the unit multiple times and checked all physical connections and the hardware condition. The fse then scheduled a follow-up for the following week to reassess and potentially identify the root cause. The customer declined switching to password input due to concerns that nurses might not remember their passwords. No immediate resolution was implemented; the approach was to observe and reassess if the issue worsened. The fse also performed general cleaning and inspection on the unit. In the event additional information is received a supplemental report will be filed. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, fingerprint reader was malfunctioned. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.